Event description:
It was initially reported to boston scientific corporation that a ultraflex tracheobronchial stent device was used during a pulmonary stent placement procedure performed on (B)(6) 2012. According to the complainant, during the procedure the device was intended to be used to treat an airway stricture. It was reported that the patient's anatomy was not tortuous and the stricture was not predilated. During the procedure, the device was placed across the stricture, however, resistance was encountered during an attempt to deploy the stent and the stent could not be deployed. The device was removed from the patient and no visible issues were noted with the device. The procedure was completed with another ultraflex tracheobronchial stent device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation results; partial stent deployment.

Manufacturer narrative:
Patient age is unknown; however reported to be over 18 years old. The investigation findings of stent deployment issue (partial deployment). A visual examination of the returned device found that the distal end of the stent was partially deployed by 5 mm. The shaft was kinked at 112 mm proximal to the distal tip. Functionally, during the analysis, it was possible to retract the remainder of the deployment suture thread and deploy the stent without any issue. No issues were noted with the deployed stent. The most probable root cause is operational context as excessive force may have been applied to the device due to anatomical or procedural factors limiting the device performance. This root cause is assigned due to the condition of the returned device and also due to the fact that the stricture was not predilated. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.